Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through several steps, including inspecting and cleaning the pump's pneumatic tap area and ensuring the cartridge was properly positioned. The customer successfully completed the cartridge loading process, although the call ended prematurely due to audio issues.